Manufacturer narrative:
The field reports of a stuck guidewire and lead damage were confirmed while the field report of lead fracture was not confirmed. A complete lead was returned in one piece with the guidewire stuck inside the lead. The connector pin was found pulled out of the connector assembly consistent with excessive forces during implant procedure. The cap was found in place and intact in the connector assembly. The ptfe coating of the stylet was found stripped off and bunched up/clogged inside the inner coil distal to connector pin, which likely caused the guidewire to become stuck and the damage reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. No lead fractures were noted.

Event description:
During implant, an attempt was made to remove the guidewire following lead fixation, but resistance was encountered. The proximal end of the lead fractured. The lead was explanted and replaced. There were no patient consequences.